Manufacturer narrative:
The fse replaced the tubing resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated issue, the fse discovered a leak from a pinhole in tubing at pinch valve vl12b on a coulter lh 750 hematology analyzer. The customer and fse were wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.